Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged circuit board.

Event description:
The distributor reported that the pump exhibited a "rattle" when shaken.